Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck 2 to 8 degrees celsius (c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2235406 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2235406 for contamination. No retention samples for this batch were available for investigation. No photos or return samples were received for investigation of this complaint. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. This complaint has been confirmed based on the trend. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) has had several contaminated plates with bacillus species. The microbial growth was identified as was identified as bacillus altitudinis/pumilus by the vitek mass spectrometer. The contamination occurred on inoculated and uninoculated plates. No patient impact was reported. The following information was provided by the initial reporter: we have discovered several (more than 12) contaminated plates with bacillus species. The colonies are both on the surface and below the surface of the agar. Chocolate plates and c na plates inoculated at the same time are not contaminated, so faulty inoculation and incubation techniques are not suspected. The contamination occurred at several benches with several technologists. The organisms were also detected on uninoculated plates. Our initial quality control sterility check did not detect contamination. This is the only lot that we have in stock. - was the microbial growth identified? Yes, it was identified as bacillus altitudinis/pumilus by our vitek mass spectrometer. There was colony morphology variation. The colonies appeared as white and dry. Some subsurface colonies appeared as pinpoint alpha hemolytic colonies, but upon subculture aerobically proved to be the same organism. Contamination was also detected on uninoculated plates which indicates that specimen plating and incubation were not factors.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) has had several contaminated plates with bacillus species. The microbial growth was identified as was identified as bacillus altitudinis/pumilus by the vitek mass spectrometer. The contamination occurred on inoculated and uninoculated plates. No patient impact was reported. The following information was provided by the initial reporter: we have discovered several (more than 12) contaminated plates with bacillus species. The colonies are both on the surface and below the surface of the agar. Chocolate plates and c na plates inoculated at the same time are not contaminated, so faulty inoculation and incubation techniques are not suspected. The contamination occurred at several benches with several technologists. The organisms were also detected on uninoculated plates. Our initial quality control sterility check did not detect contamination. This is the only lot that we have in stock. - was the microbial growth identified? Yes, it was identified as bacillus altitudinis/pumilus by our vitek mass spectrometer. There was colony morphology variation. The colonies appeared as white and dry. Some subsurface colonies appeared as pinpoint alpha hemolytic colonies, but upon subculture aerobically proved to be the same organism. Contamination was also detected on uninoculated plates which indicates that specimen plating and incubation were not factors.